Event description:
It was reported that following pump replacement on (B)(6) 2015, the patient began experiencing withdrawal symptoms approximately 4 hours after surgery. The patient also had underdose symptoms, described as returning spasticity to the lower extremities. The patient presented to the emergency room (ER) on (B)(6) 2015 where a 50 mcg bolus of baclofen was programmed via the pump; oral baclofen and ativan were administered; and the patient was subsequently released. The patient then came back the next day and was hospitalized for a ¿few days¿, and was released on (B)(6) 2015. The patient was tachycardic to 110, hypertensive with a systolic blood pressure of 144, was diaphoretic, "hazy", sweaty, had increased twitching and spasticity, and increased back spasms. It was not yet clear if there was an issue with the catheter or if following the back-table prime, there was cerebrospinal fluid (csf) back flow in the catheter; therefore, creating a potential interruption in continuous baclofen flow. Hospitalization and medical intervention were required. Diagnostic testing included checking the logs and taking x-rays. According to the hcp, the patient responded very well to the 50 mcg bolus of baclofen. The patient status at the time of the report was alive with no injury. The patient was fine and recovered without issue. The pump system was being used to infuse gablofen.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # n164724002, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported that the increased spasticity was reported, but was not seen on examination. The withdrawal and increased spasticity were noted to have been due to surgical/procedural complications: possibly due to not having intrathecal (it) baclofen for approximately 1.5 hours. The result of the x-ray was that there were no issues. The patient was given ativan for anxiety, and they recovered without permanent impairment.